Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Event description:
As reported, post-implantation of a 13mm iliac limb x 14cm aaa incraft stent graft system, angiography revealed contrast agent leakage at the iliac entrance, with a fast flow rate and reflux into the aneurysm sac. After repeated balloon occlusion of the proximal iliac branches, contrast was injected from the distal and above the abdominal aorta. This confirmed the leak near the beginning of the internal iliac branch, mainly a type 4 leak. This endoleak was discovered after an endovascular aneurysm repair (evar) surgery. It was a significant type 4 leak after stenting of this iliac branch, and the patient will need to be followed up for observation. Depending on the follow-up of the leak, interventional therapy may need to be considered. The device was stored properly in accordance with the instructions for use (IFU). The device packaging was not found to be damaged prior to opening and using the device. The chief surgeon is the deputy chief physician of the cardiac surgery department at guangzhou tertiary hospital, specializing in minimally invasive interventions. He has established a special clinic for thoracic and abdominal aortic aneurysms and vascular diseases. There are about 30 cases of abdominal aortic endovascular aneurysm repair (evar) procedures per year, and the physician has previous experience utilizing the incraft device to treat abdominal aortic aneurysms in approximately 10 cases. Cordis training/clinical personnel were present for physician advice and support. The act was not conducted; however, other coagulation tests were performed. The patient¿s platelet count pre-op was 187 and post-op was 106. It was suspected that there were "fabric holes" or "fabric disruption" in the material of the device according to the angiography of the leaking, but it cannot be confirmed since the device was implanted in the patient. Based on imaging, the prostheses failed to create an acute seal against blood flow, making it impossible to effectively seal against blood flow. Internal leakage occurred through the fabric membrane. It was difficult to resolve intraoperatively by tacking or placing an ancillary device. Since the distal end of this iliac branch is still sealing well, it was difficult to place a spring ring from the proximal/distal end through the stent gap to reach the area of internal leakage after placing the incraft system. Judging from the intraoperative and postoperative dsa imaging, the blood was coming out of the orifice or suture hole of the graft. After the endoleak was detected, an attempt was made to improve it with a coda balloon, but it still did not improve and failed to resolve quickly. The patient has been discharged pending follow-up results. Unable to confirm if the leak was present after 30 days, as the surgery was just performed 3 weeks ago. No additional intervention was performed to treat the endoleak. Intraoperatively, an additional iliac branch stent was considered to be placed as a splice extension and to cover the endoleak area, but the patient's family did not accept it because of economic factors. Therefore, depending on the follow-up, if the endoleak persists, a supplemental iliac branch stent or an overlay stent was considered to cover this endoleak area. The patient is currently stable with no apparent abnormalities. The device was implanted in the patient; therefore, the device will not be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h2, h6, and h10. Complaint conclusion: as reported, post-implantation of a 13mm iliac limb x 14cm aaa incraft stent graft system, angiography revealed contrast agent leakage at the iliac entrance, with a fast flow rate and reflux into the aneurysm sac. After repeated balloon occlusion of the proximal iliac branches, contrast was injected from the distal and above the abdominal aorta. This confirmed the leak near the beginning of the internal iliac branch, mainly a type 4 leak. This endoleak was discovered after an endovascular aneurysm repair (evar) surgery. It was a significant type 4 leak after stenting of this iliac branch, and the patient will need to be followed up for observation. Depending on the follow-up of the leak, interventional therapy may need to be considered. The device was stored properly in accordance with the instructions for use (IFU). The device packaging was not found to be damaged prior to opening and using the device. The chief surgeon is the deputy chief physician of the cardiac surgery department at guangzhou tertiary hospital, specializing in minimally invasive interventions. He has established a special clinic for thoracic and abdominal aortic aneurysms and vascular diseases. There are about 30 cases of abdominal aortic endovascular aneurysm repair (evar) procedures per year, and the physician has previous experience utilizing the incraft device to treat abdominal aortic aneurysms in approximately 10 cases. Cordis training/clinical personnel were present for physician advice and support. The act was not conducted; however, other coagulation tests were performed. The patient¿s platelet count pre-op was 187 and post-op was 106. It was suspected that there were "fabric holes" or "fabric disruption" in the material of the device according to the angiography of the leaking, but it cannot be confirmed since the device was implanted in the patient. Based on imaging, the prostheses failed to create an acute seal against blood flow, making it impossible to effectively seal against blood flow. Internal leakage occurred through the fabric membrane. It was difficult to resolve intraoperatively by tacking or placing an ancillary device. Since the distal end of this iliac branch is still sealing well, it was difficult to place a spring ring from the proximal/distal end through the stent gap to reach the area of internal leakage after placing the incraft system. Judging from the intraoperative and postoperative dsa imaging, the blood was coming out of the orifice or suture hole of the graft. After the endoleak was detected, an attempt was made to improve it with a coda balloon, but it still did not improve and failed to resolve quickly. The patient has been discharged pending follow-up results. Unable to confirm if the leak was present after 30 days, as the surgery was just performed 3 weeks ago. No additional intervention was performed to treat the endoleak. Intraoperatively, an additional iliac branch stent was considered to be placed as a splice extension and to cover the endoleak area, but the patient's family did not accept it because of economic factors. Therefore, depending on the follow-up, if the endoleak persists, a supplemental iliac branch stent or an overlay stent was considered to cover this endoleak area. The patient is currently stable with no apparent abnormalities. The device was implanted in the patient; therefore, the device will not be returned for evaluation. Four mp4 files are submitted for physician review. The first file shows a bifurcated endograft in place. There has been previous right hypogastric artery coil embolization. A marker pigtail catheter has been advanced into the aorta via the right common femoral artery. Contrast injection shows a focal area of contrast extravasation along the medial side of the right iliac limb at the level of the iliac bifurcation. There is retrograde filling of the aortic aneurysm sac. The second file shows the same findings on the right. There is no evidence of a type 1a endoleak or type 1b endoleak on the left side. The third file shows an angiogram performed with balloon occlusion of the right iliac limb. There is minimal type 4 endoleak on the left. This is within normal limits for a stent graft immediate post deployment. There is no evidence of type 2 endoleak. The fourth file show an angiogram performed with balloon occlusion of the left iliac limb. This shows a focal area of brisk contrast extravasation along the medial side of the distal third of the iliac limb. There is enhancement of the stump of the right hypogastric artery and retrograde flow extends into the aortic sac. This appears to represent a type 3b endoleak with a defect in the fabric of the graft. The reported ¿bifurcated aortic prosthesis endoleak type iiib and endoleak type IV¿, were confirmed as images were provided for physician review. However, the exact cause could not be determined. Per physician review of the images provided, evaluation of this event is limited due to the paucity of clinical information and images. From the information provided, there appears to be a type 3b early endoleak of the right iliac limb of the endograft. This is a rare event. In a published study (over trial veterans affairs) in 2015, 30% of all patients undergoing evar developed endoleaks with only 3% of those being type 3. The vast majority of type 3 endoleaks were late leaks due to movement of the modular components. Early type 3 leak is very rare; especially with 3rd generation devices used today. I am unable to explain why this event happened as I have no clinical information regarding the appearance of the device prior to use, preparation of the device, difficulties encountered during placement, and whether aggressive post placement balloon dilatation was performed. Obviously, the device cannot be returned for bench top inspection. The presence of an immediate type 3b endoleak is considered a technical failure for evar allowing pressurization of the aortic aneurysm sac to persist. Upon diagnosis at the completion angiogram, this types of endoleak should be treated immediately. This can sometimes be achieved by prolonged balloon inflation at the site of contrast extravasation but more likely will require additional endograft placement to cover the defect. There is also a subtle type 4 endoleak on the left which is within normal limits for grafts immediately after placement. This type of endoleak typically self-limited. According to the safety information in the instructions for use ¿the incraft® stent-graft system is intended for the endovascular treatment of patients with infrarenal abdominal aortic aneurysms with the following characteristics: femoral access vessels should be adequate to fit the selected delivery system; proximal neck length = 10mm; aortic neck diameters = 17mm and = 31mm; aortic neck suitable for suprarenal fixation; infrarenal and suprarenal neck angulation = 60°; iliac fixation length = 15mm; iliac diameters = 7mm and = 22mm; minimum overall aaa treatment length (proximal landing location to distal landing location) = 128mm; morphology suitable for aneurysm repair potential adverse events and potential device risks include, but are not limited to: expected clinical adverse events; arterial or venous thrombosis, endoleak, surgical conversion to open surgery. Expected potential risks associated with the stent graft system: component migration, graft puncture, incomplete component deployment, insertion and removal difficulties, perigraft flow. When advancing the guidewires, catheters, and the incraft® aaa stent-graft system into the abdominal aorta, do not disturb the thrombus mass within the aneurysm. Doing so may dislodge emboli, which can cause distal embolization. If distal embolization should occur, use conventional treatment methods. Caution: be careful not to displace the prostheses upon introducing and retracting the balloon catheter. Note: care should be taken when inflating the balloon, especially with calcified, tortuous, stenotic, or otherwise diseased vessels. Ensure to not inflate the balloon outside or the graft material. Inflate balloon slowly. It is recommended that a backup balloon be available. Warnings: over inflation of balloon can cause graft tears and/or vessel dissection or rupture. Cautions: leaks at the attachment or connection sites should be treated using a balloon catheter to remodel the prosthesis against the vessel wall. Major leaks that cannot be corrected by either re-ballooning may be treated by adding aortic or iliac extension components to the previously placed stent-graft components or any other method per local practice and the clinical situation.¿ based on the information provided, there is no indication the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.